Event description:
Revision surgery - the patient tore their rotator due to a fall. The surgeon removed the turon shoulder implants and replaced them with reverse shoulder prosthesis implants.

Manufacturer narrative:
The reason for this revision was the patient tore their rotator cuff after 4 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint against lot number 456g1104; this one for a rotator cuff tear and the second was caused a broaching issue. A total of fifteen complaints have been submitted against this part number. The remaining complaints have resulted from other issues such as infections, trauma, and instability. The root cause for the rotator cuff tear was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.